Event description:
It was reported that the wireless devices are not consistently working properly. It has recently gotten worse, and they've lost video intraoperatively. Therefore, there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.